Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 200 mg/dl. Customer was able to resolve no delivery issue with a complete site and infusion set change. Customer was not able to troubleshoot as he was on a cruise. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.